Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the septum had collapsed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer provided additional information. A non-baxter blunt fill needle was used to draw medication and then inject the medication into the port. Evaluation summary: the device¿s swage height was measured and found to be out of tolerance. The interlink continu-flo's labeling instructs the user to access the interlink injection site with an interlink cannula. The cause of the collapsed septum could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An interlink continu-flo solution set was found to have a collapsed septum. There was no report of patient injury or medical intervention associated with this event. No additional information is available.